Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm) to perform failure analysis. The carriage preventative maintenance (pm) test was found indicating carriage strength check failure that occurred in the field. Upon visual inspection, rust was found on the carriage gearboxes that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed by failure analysis. The probable root cause is attributed to surface contamination from rust pertaining to the carriage gearboxes and rotors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Update annex code c

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
During an internal service activity, the field service engineer (fse) identified that one of the universal surgical manipulators (usms) failed its preventive maintenance carriage strength test. The fse replaced the usm to resolve the issue. There was no report of patient involvement or patient injury.